Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem clinical diabetes specialist reported that the customer had met with a healthcare provider and multiple adjustments were made to the pump settings. The customer "felt good about the pump and care". Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (40-60 mg/dl) as the pump basal rate setting had been set too high. The customer's daughter and spouse assisted providing the customer with glucagon, juice or food. The customer's spouse provided the customer with glucagon and the customer was able to deliver the glucagon on her own with no issues. Tandem technical support advised the customer to discuss the pump settings with a healthcare provider.